Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device carrier tube was kinked due to resistance when the locator/insertion sheath assembly was being inserted into the puncture tract. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There was no health damage to the patient. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, to update section h6 and to provide the completed investigation results. It was initially reported that the carrier tube was kinked and therefore, component code was selected as: 752: carrier. However, based upon the additional information received it was not the carrier tube, it was the locator/insertion sheath assembly; therefore, section h6 component code has been updated to reflect: 4742: inserter. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. The complaint could not be confirmed for the alleged failure as the sample was not returned for evaluation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 27may2021. It was confirmed that the locator/insertion sheath assembly was kinked.